Event description:
It was reported that the tubing attached to the vamp reservoir broke apart during use. No patient complications were reported.

Manufacturer narrative:
We received one single dpt - vamp adult kit for examination. Blood was found throughout the kit. The pressure tubing was found broken off from the uv bond joint with the vamp adult reservoir. Rough surfaces were observed at the broken tubing ends. The tubing was bent near the site of damage. Uv adhesive appeared to have over-filled past the bond portion of the reservoir tube housing. In addition, the uv adhesive was soft and appeared uncured. Visual examination was performed at 10x magnification. The defect was confirmed to be related to the manufacturing process. An investigation has been initiated to determine the root cause and implement any necessary corrective actions. Lot number was not provided, therefore review of the manufacturing records could not be completed.